Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 1 report as 8/26/2019 but should have been 9/29/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that the tfna long gold tipped drill broke at the chuck connection point during drilling into the femoral head for the femoral head screw. The patient had a fractured neck of femur and therefore required a proximal femoral nail. The surgeon had already drilled to the desired depth, the drill broke off at the junction where the drill is inserted into the chuck. The drill broke after drilling finished, and the drill was no longer needed. No fragments were generated. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.022. Lot: f-22665. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 22.nov.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device, it can be seen that the connection part of the instrument is snapped off, this thus confirming the complaint description. Furthermore, the snapped off part was not returned for investigation. In addition, the instrument is showing some signs of use around the breakage section. Otherwise, the article is in good condition. Dimensional inspection: the investigation has shown that the cause of the complained malfunction is a post-manufacturing caused use-related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Drawing/specification review: drawings and revisions are in accordance with DHR of production lot f-22665. All relevant features are defined on the used drawing revisions of DHR of production lot f-22665. Summary: there is no particularize information what's happened to this article by the customer, unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that high applied mechanical force, led to this damage. To prevent such problems, it is necessary to operate according to the technique guide (dsem/trm/0514/0052(7)). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that the tfna long gold tipped drill broke at the chuck connection point during drilling into the femoral head for the femoral head screw. The drill broke after drilling finished, and the drill was no longer needed. No fragments were generated. This report is for 1 of 1 for (B)(4).